Event description:
It was reported that the aseptic battery housing opened during the surgery exposing the non-sterile battery to the surgical field. There were no reports that the non-sterile battery fell out of the housing. The battery and housing were replaced and the procedure was completed with no adverse consequences.

Manufacturer narrative:
As of the date of this report, the device has not been returned to the MFR despite attempts to retrieve the device from the account. This report will be updated once the device is received and an investigation is completed.